Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced neurological dysfunction classified as greater than 24 hours while outside the hospital. The patient presented with symptoms of stroke and left hemiplegia. The central nervous system (cns) event was identified as an intracranial hemorrhage in the right hemisphere. It was diagnosed with a computed tomography (CT) scan. The patient was on warfarin and aspirin at the time of the event. The patient was given heparin as treatment. The cause was reportedly due to complex medical management. The patient also experienced sustained ventricular arrhythmia requiring defibrillation or cardioversion. The patient was readmitted on (B)(6) 2025 for cardiac arrhythmia and neurologic dysfunction. The received pharmacological therapy as treatment and remained admitted until (B)(6) 2025.

Event description:
The patient did not experience a cerebral hemorrhage. They had an embolism.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had an embolism in their right hemisphere. The sustained ventricular arrhythmia required defibrillation or cardioversion with pharmacotherapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, and stroke, that may be associated with the use of the heartmate 3 lvas. The IFU, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The IFU also provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Symptoms of the arrhythmia included ventricular tachycardia (vt). The arrythmia did not result in any clinical compromise. The arrhythmia in this event was not thought to be device, or therapy related. The patient had a history of atrial flutter and had cardiac resynchronization therapy with defibrillator (crt-d) prior to vad implant. The arrhythmia resolved after amiodarone. The cause of intercerebral hemorrhage (ich) was associated with a cerebral infarction. There were no changes to the patient's anticoagulation that would have contributed. The patient had residual left upper limb paresis.